Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 600 mg/dl. The customer's sister stated that the customer could not walk, was falling, and did not have good balance. She stated that the customer was also going to the bathroom a lot as well. She reported that the customer had attempted to insert with a needle guard causing it not to insert her body, preventing insulin delivery. The caller declined troubleshooting for the event. Upon hospitalization, the customer's blood glucose was lowered by a change of infusion set and she was released. The customer was wearing the device at the time of admittance. The caller stated that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 169 mg/dl. Upon troubleshooting for high blood glucose, it was found that the device was working as designed. The device was able to prime successfully. Nothing further reported.